Manufacturer narrative:
The device was evaluated using the following test methods; tm-0095 (leak testing), tm227/c (pull testing) and visual examination. The complaint was valid, the returned unit leaked, however it is not possible to determine the exact cause of the leakage. The joint exhibited a greater pull strength. A process improvement was implemented in april of 1997, to eliminate this type of leakage. Jjpi consideres this complaint closed.

Event description:
Catheter was inserted into the pt and the external drainage system was connected. The drainage system began to leak cerebral spinal fluid and was replaced.